Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion test, prime/a33, excessive no deliver and occlusion tests. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump has cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error five times. The customer had not been exposed to a high magnetic field. The customer was advised that the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.